Event description:
It was reported that multiple of the same malfunction alarms occurred. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. Customer is having a malfunction but they said once it resets, they are going to be taking a bolus to address bg level. Reportedly, required assistance was needed by the customer's daughter to address bg level and a shot was administered to address the bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.